Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The patient was at home when he felt tired. The patient experienced loss of consciousness and alleged they went into a diabetic coma. The patient does not know what the cgm was displaying prior to losing consciousness. There was no information about who found the patient, when, or who called emergency medical services (ems). Upon arrival, ems checked the bg which was 40 mg/dl and the cgm was 104 mg/dl. Ems treated the patient with unspecified IV glucose and the patient recovered after treatment. At the time of the report, the patient was fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. Product was provided for investigation; an external visual inspection was performed and passed however, investigation of provided product cannot confirm or disconfirm the allegation or determine a potential root cause. The customer complaint is undetermined as probable cause could not be determined. Additionally, transmitter with serial number (B)(6) was returned for evaluation. An external visual inspection was performed and passed. Voltage test was performed and passed. Nordic bluetooth pairing test was performed and passed. A review of the share logs was performed and inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter was not found within the investigation window. The allegation was undetermined. The customer complaint was undetermined because there are no calibrations to confirm the reported inaccuracy. No additional patient or event information is available.